Event description:
It was reported that a cartridge did not fit onto the pump. The customer reloaded the cartridge to address the issue. There was no adverse impact on the customer's blood glucose level.